Manufacturer narrative:
Sensor 0m0006anlkw has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor was found to be in state 6 (abnormal termination). An extended investigation has been performed for the reported complaint. The returned sensor plug was examined and was observed that both side snaps had no upward curling indicating improper assembly by the user. The sensor was de-cased, and corrosion was observed on the pcba (printed circuit board assembly). This would have been caused by the sensor plug not being seated. Therefore, this issue is not confirmed due to incorrect assembly.

Event description:
A customer reported receiving a "check sensor" error message on the same day after applying the adc freestyle libre sensor. The customer concomitantly experienced symptoms of confusion and disorientation, and further indicated that he subsequently had a seizure and lost consciousness. The customer was diagnosed with hyperglycemia and administered "glycerated intravenous serum" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "check sensor" error message on the same day after applying the adc freestyle libre sensor. The customer concomitantly experienced symptoms of confusion and disorientation, and further indicated that he subsequently had a seizure and lost consciousness. The customer was diagnosed with hyperglycemia and administered "glycerated intravenous serum" for treatment. There was no report of death or permanent impairment associated with this event.